Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: when performing venipuncture on the patient using a 20fr intimate catheter, at the time of needle removal and filling of the catheter with the reflux of blood, it was observed that in its extension it presented externalization of blood evidencing that there was a hole and blood leakage, the who placed the collaborator tec. Of nursing to the high risk of contamination by the patient's blood and resulted in having to repuncture the patient 2 (two) times.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: when performing venipuncture on the patient using a 20fr intimate catheter, at the time of needle removal and filling of the catheter with the reflux of blood, it was observed that in its extension it presented externalization of blood evidencing that there was a hole and blood leakage, the who placed the collaborator tec. Of nursing to the high risk of contamination by the patient's blood and resulted in having to repuncture the patient 2 (two) times.